Event description:
During surgery, the plasmablade is causing a patient monitor to blank out when the surgeon is activating device.

Manufacturer narrative:
(B)(4). Eval method and results: facility disposed of device. Device is not available for return and inspection. Product event: (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.